Manufacturer narrative:
Device code 2017 - failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The electronic perclose proglide instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirmed that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an ablation interventional procedure. Reportedly, when the plunger was removed, the rail suture was not present. The sutures of one new proglide device was successfully pre-placed. The sheath was upsized to a 8.5f and the interventional procedure was completed. Hemostasis was achieved with the suture of one pre-placed proglide device. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device. Reportedly, when the plunger was removed, the rail suture was not present. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.